Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's parent reported that the insulin pump stopped working. The customer inserted a new battery after being told to wait two hours but the display did not return. Customer's blood glucose level was 9.9 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The pump was received with normal operating currents. No unexpected low battery alarms were noted. The pump was monitored for several days and no blank display was noted. The battery tube connector plugged in properly during visual inspection. The pump was received with a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay, a keypad overlay texture damage and minor scratches on the lcd window.